Event description:
On (B)(6), we have been informed by (B)(6) about a skin burn. At hospital (B)(6), a vaginal hysterectomy procedure was performed. The hospital reported that the patient was burnt in connection with an unsplit electrosurgical dispersive grounding plate (model skintact ro011). Reviewing a photo showing the involved product after the procedure we assume that the burn must be a 3rd degree burn. The photo also confirm that the patient was not shaven. The burnt spot is at the opposite of the connecting tab, when viewed on the gel side, and has a longish shape of estimated 0,5cm x 2cm. No further information on the patient, the generator model, the power settings, the patient injury, its precise location on the patient and the treatment have been disclosed so far despite of repeated requests.

Manufacturer narrative:
The retained samples of the same lot has been inspected visually and tested electrically, thermally and mechanically. All samples were found to perform within limits. No faults could be detected. As no further information has been provided to us despite repeated requests, it is not possible to conduct any further analysis. The customer declared, dated (B)(4) 2014, that the involved sample will be forwarded to (B)(4) for further investigations. We will continue to ask for further information and will relay any information and further conclusions of the user and the investigations results in a follow-up report.